Event description:
It was reported that patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2006 due to trochanteric bursitis. The modular head and acetabular cup were removed and replaced. A review of the invoice history confirmed the initial surgery date; however, an invoice history could not be located to confirm the revision procedure and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06440 & 06441).